Event description:
It was reported that the implant was removed due to allergic reaction and pain at the implant site.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: (B)(4). Additional PMA/510(k) number: k011028 / k013227.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage, however no damage identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Measurements were made to determine if the device matched print specification and it was confirmed to match the drawing specifications. Pre-existing condition noted on the product experience report (per) is inadequate oral hygiene. The reported device was located on tooth #22 and was used for approximately 6 weeks. Complainant reported that the implant was removed due to allergic reaction and pain at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. The following sections have been corrected: b7: tooth location.

Event description:
No further event information is available at the time of this report.